Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1448. It was reported the patient experienced a burning sensation in his back at his lead site after suffering a fall. The patient went to the ER for evaluation of the pain. The patient's stimulation was turned off and x-rays were taken. The pain subsided after turning off the stimulation. An sjm representative met with the patient and lead diagnostics were good. Reprogramming was able to provide effective stimulation. The patient is pending follow up with his physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.